Event description:
It was reported that prior to use catheter was discovered to be defective with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter, translated from japanese to english: before use, a catheter was defect.

Manufacturer narrative:
H.6. Investigation: three photos and one sample was received by our quality team for evaluation. Upon visual inspection of the photos and sample it was observed that the needle pierced the catheter; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use catheter was discovered to be defective with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, a catheter was defect.